Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for triglycerides on a cobas 6000 c (501) module. Patient 1 initial result was 4.67 g/l. The repeat result was 2.38 g/l. Patient 2 initial result was 4.42 g/l. The repeat result was 1.41 g/l. The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site on 28-nov-2019 and confirmed the instrument was running within specification. No further service visits were noted. The customer has had ongoing issues with their pre-analytic procedures. No further information has been provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.